Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on esc button (creased). No unexpected number ramping noted. Analysis was unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test and excessive no delivery test or test for motor error alarm due to no button response. The motor passed motor test. The insulin pump had a bleeding lcd glass, scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 221 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.